Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a revision procedure for the implantable defibrillation lead, this right atrial (ra) lead dislodged. This lead was explanted and replaced during the procedure. No adverse patient effects were reported.